Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-02585, -02587, -02588. This report will be updated when investigation is completed.

Event description:
Allegedly pt was revised due to mom complications of right hip.